Event description:
It was reported the customer received a battery out limit alarm. The customer's blood glucose was 220 mg/dl. The customer stated the alarm occurred after she changed her battery. The customer also reported a button error alarm. The customer could not recall any significant events leading to the alarm. The customer stated the insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected battery out of limit alarm noted. All operating currents are within specification. The insulin pump passed self test. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.